Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection of the first set revealed that the dialysate port was broken, which would lead to a leak. Visual inspection of the second set revealed that the support plate at the level of the dialysate port was broken, which would lead to a leak. The reported condition was verified for both sets. The observed damage is typical of mechanical shock applied on the product leading to its breakage. The most probable cause is that a shock occurred during shipping or storage. A shipping investigation was performed, and during visual inspection of incoming products and when releasing the products, no damage was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of two (2) prismaflex st100 sets during prime. There was no patient involvement. No additional information is available.